Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the clinical study site that the patient was admitted to local hospital complaining of pain, nausea, vomiting, diarrhea, and bloody bowel. Low flow alarms confirmed. Site gave pain meds, and fresh frozen plasma (ffp). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the clinical study site that the patient was admitted to local hospital complaining of pain, nausea, vomiting, diarrhea, and bloody bowel. Low flow alarms confirmed. Site gave pain meds, and fresh frozen plasma (ffp). As of 3am patient was stable at 2640rpm, 3.7 lpm, 3.2 w. Patient being treated and monitored, no endoscopy performed due to patient's comorbidities. Per hospital patient was discharged on (B)(6) 2013 and to be admitted to implant center on (B)(6) 2013. No additional information available.